Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens of -11.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was removed intraoperatively for an unknown reason. Cause of event was reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).